Event description:
It was reported that during the use of a capsule, the device did not attach to the patient's esophagus and failed to detach from the delivery system. The deployment device was inserted with the capsule facing the tongue and maintained in the horizontal plane. The pump was used, reaching a vacuum pressure of 550 mmhg prior to placement. The capsule remained attached to the delivery device when removed from the patient. No patient harm was reported, and no additional airway support or unplanned hospitalization was required.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.